Manufacturer narrative:
The t:slim x2 basal iq user guide states: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred during bolus delivery. Customer changed supplies to address the occlusion alarm. Customer reported using fiasp insulin, and using their supplies for more than three days. Tandem customer technical support informed customer that this is off label per the user guide. Customer reported blood glucose level was in target range.